Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention where the ipg was explanted and replaced. Reportedly effective therapy was restored.

Event description:
It was reported the scs ipg was randomly shutting down and unable to provide therapy. Patient was tried with a new charger and yet issue persisted. As such, surgical intervention may be pending to address the issue.

Manufacturer narrative:
B3-date of event is estimated.